Event description:
The customer reported that the jaws locked shut while they were not on tissue. This happened towards the beginning of the case. Another ligasure was used to complete the case and there was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.